Manufacturer narrative:
The technician found the siderail pin was bent causing the siderail to slide up when in the locked position. The technician replace the lock and reinstalled the siderail to repair the bed.

Event description:
Information received indicates the siderail is not latching.